Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain on (B)(6) 2017. The caller stated that it stopped working around (B)(6) 2016 and they saw the reposition antenna message. They were unable to charge. They told the patient¿s healthcare professional (hcp) and manufacturer representative (rep) and the rep reset it, charged it, and fixed it. It was noted that the patient¿s stimulator was heating on their back beginning about (B)(6) 2016. The patient¿s rep was notified of the ins not working around (B)(6) 2016. Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep provided the name of the rep who worked with the patient during the issue reported. Additional information was received from the rep on (B)(6) 2017. The rep stated that they have no record of meeting with the patient in (B)(6) 2016. The rep stated that they are not saying that they did not, but they cannot find any evidence that they did. No further complications were reported/are anticipated.